Event description:
Information received from the field notes that during a routine follow-up, atrial loss of capture was observed. The device was programmed to ddir due to the patient's intermittent atrial fibrillation. The patient reported having had a seizure since the last follow-up.